Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the audio bolus button was intermittently responsive for about a month and is now not working anymore. Patient reported that there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: evaluation revealed that the audio bolus button cover was fully intact; no damage was observed. The complaint of the unresponsive audio bolus button was not able to be duplicated during testing. The audio bolus button responded appropriately to button presses. No defects were found.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.